Manufacturer narrative:
Investigation ¿ evaluation a review of the device history record (DHR), manufacturing instructions, quality control, and specifications, and a visual inspection of the device were conducted during the investigation. The visual inspection of the returned device confirmed that the distal weld connection of the device separated from the coil and safety wire. Coil elongation was present, with approximately 22.5 cm of the coil elongated. The safety wire was confirmed to have protruded through the coil. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
Per the mw (B)(4), reported through the FDA voluntary event reporting process and customer relations, the manufacturer was informed that the neonatal nurse practitioner was inserting a chest tube when the guide wire became faulty and started to unravel in the middle of the wire patient tolerated procedure with no harm and no adverse effects. No section of the device of the device remained in the patient.